Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.

Event description:
2015-10-23 information was received from a healthcare provider (hcp) via a device manufacturer representative. The pump was read and the pump had another stall on (B)(6) 2015 with recovery on (B)(6) 2015. It then stalled again approximately 20 minutes later and was still stalled. A replacement was performed. The patient was admitted into the hospital for overnight observation. The new pump was started at simple continuous infusion rate and the personal therapy manager (ptm) was not programmed. The pump was delivering morphine 5 mg/ml; 1 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (5mg/ml at 1.99mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported a motor stall occurred. The stall was confirmed through interrogation. The patient did not recently have an MRI. The pump had stalled and recovered, and then stalled again with no recovery since. The patient experienced symptoms of feeling cold, shaky, diarrhea, and nausea. The first stall had occurred on (B)(6) 2015 and the second occurring on (B)(6) 2015. No troubleshooting was performed related to the motor stalls. The cause of the motor stalls was unknown. The patient was lying in bed when the stalls occurred with no exposure to magnets. The managing physician associated the patient's symptoms as directly related to narcotic withdrawal from the motor stalls. The motor was still stalled. The patient was being treated with oral narcotics and the symptoms of cold, shaky, diarrhea, and nausea improved. The patient had an appointment with the neurosurgeon on (B)(6) 2015 for surgical consult for a pump replacement to be done. It was noted they were currently awaiting approval from the patient's insurance. If additional information is received, a follow-up report will be sent.